Event description:
It was reported that an ilet pump failed to pair with a new dexcom g7 sensor and could not be discovered by the ilet app or the user¿s phone, with the device displaying a sensor placement screen after code entry; the issue aligned with a failure to read the input signal and involved the firmware component, and a replacement pump was arranged with backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a new or unknown interferent and could not exclude a device-related problem consistent with a bluetooth/firmware defect affecting input signal processing. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.